Event description:
The customer reported the ventilator would not operate via ac power but would operate on battery power. The customer reported the unit was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician contacted the customer who declined service. Evaluation of the reported problem is indicative of a malfunction of the power supply that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.

Manufacturer narrative:
Out of warranty; customer declined service.